Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak was observed from the bottom of the fusion oxygenator prior to patient use. The leak originated from the component rather than the tubing connection, and similar leaks had appeared in multiple packs from the same lot. The device was replaced. There was no patient involved.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/cracks in the qb-inlet port. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak from the qb-inlet port however, there were no leaks observed from the fiber bundle. Reason for return was confirmed for a damaged/cracked port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.